Manufacturer narrative:
Device received with blank display due to components on electrical board physically broken or cracked. Unable to perform the displacement test, active current test, sleep current test and self test due to blank display. P-cap or reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the issue was not resolved. Customer stated that the display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.